Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported where the hydro-dissection cannula and the syringe it is attached to was loose and occasionally the cannula came off due to the water pressure during a procedure. The surgery was completed without product replacement. There was no harm to the patient. The product samples are not available. No additional information is expected.

Manufacturer narrative:
This is the first complaint reported for this custom pak lot. Review of the device history record indicates the order was built to specification. A sample has not been returned for this complaint. The file will be processed for closure and opened at a later date if a sample is returned. The root cause of the customer's complaint is not known; a sample was not returned for investigation. Action will not be taken for this occurrence as the root cause is not known. Microsurgical instrument, cannula ophthalmic: no sample has been returned for evaluation for the report of detachment from syringe; therefore, the condition of the product could not be verified. A review of the device history record traceable to the possible lot numbers indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. A sample was not returned and the device history record review of the lot numbers provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore, the root cause for customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All assemblies are 100% inspected by trained operators. No additional action is required at this time. The manufacturer internal reference number is: (B)(6).